Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was an internal temperature mismatch (e10) error, intermittent, with an alarm tone and red light. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
This complaint is confirmed by the field service representative (fsr). The fsr replaced the channel b cable assembly. With the part replaced, the unit operated to manufacturer's specification. The returned component had a damaged wire at the connector causing intermittent connections. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.